Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in threshold measurements following an implant of a left ventricular assist device (lvad). During a change out procedure for normal battery depletion, the pace sense portion of this rv lead was surgically abandoned and a new pace sense lead was implanted. The high voltage portion of this lead remains in service and no additional adverse patient effects were reported.